Manufacturer narrative:
The following field has been updated due to additional information: b.3. Date of event: (B)(6) 2019.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two cases of retraction issues after use. The following has been provided by the initial reporter: it was reported the needle did not retract all the way. We have reports of butterflies needle not retracting all the way. Happened 7/14. The lot that we currently have on the shelf is #8353832, expiring 12.31.2020.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two cases of retraction issues after use. The following has been provided by the initial reporter: it was reported the needle did not retract all the way. We have reports of butterflies needle not retracting all the way. Happened 7/14. The lot that we currently have on the shelf is #8353832, expiring 12.31.2020.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two cases of retraction issues after use. The following has been provided by the initial reporter: it was reported the needle did not retract all the way. We have reports of butterflies needle not retracting all the way. Happened 7/14. The lot that we currently have on the shelf is #8353832, expiring 12.31.2020.